Manufacturer narrative:
H6: the device was not returned to ventec for evaluation/investigation, as it pertains to this reported patient event. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device had no flow/pressure while on a patient, and then stopped ventilating during use. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. No further details were provided. (Please note: the patient¿s weight (section a4) is actually 12.8 kg, however, the esub form would not allow the weight to be submitted using decimals).

Manufacturer narrative:
H6: the device was eventually returned to ventec. Once evaluated by ventec, the reported issues of no flow/pressure or ventilation was confirmed. Upon powering the device on, ventec observed that it was providing a patient circuit disconnect alarm, had low exhaled tidal volume (vte) levels and zero peep (positive end expiratory pressure). Further testing showed that the device was not providing any breaths and that the blower was running unexpectedly loud and would also start and stop unexpectedly. An internal inspection of the device was performed where it was observed that the blower had an large amount of dirt in/on it. Further inspection of the inside of the device revealed that the supercapacitor on the control board was corroded due to a foreign material dripping on to the control board. Ventec then removed all the couplers from the low pressure path and observed that there was a foreign contaminant dried up throughout. This contaminant was then found throughout the rest of the device. Ventec replaced the blower, control board, compressor, blower to cough valve coupler, cough to blower coupler, patient intake to inlet accumulator coupler, ecm to cough valve tube, bellow seal to cough valve, cough assist valve, bellows seal compressor silencer and main chassis which were all contaminated by foreign substances. Specifically, replacement of the blower resolved the reported no ventilation output, zero peep, low vte and patient circuit disconnect alarm. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was contamination, however, ventec was not able to conclusively determine the source and/or cause of the observed contamination.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).